Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was replaced due to normal battery depletion. The device was returned for laboratory evaluation.